Event description:
It was reported that the device failed to deliver charged energy through external hard paddles four times before finally shocking the pt on the fifth attempt. The pt was undergoing an angioplasty procedure and connected to an ECG monitor that showed a ventricular fibrillation rhythm. The device user charged the device and then engaged the discharge buttons on the defibrillation paddles but the charged energy was removed four times before finally delivering it to the pt on the fifth try. The event record download showed that the pt received several defibrillation shocks thereafter. The pt was resuscitated. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. Physio replaced the external hard paddles assembly as a pre-cautionary measure and returned the device to the customer for use. The cause of the reported problem was not determined.